Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving an unknown drug via an implantable pump for spinal pain indications. The patient reported that it took a long time to connect to the pump to bolus. The agent reviewed steps to clear data. The patient stated they have 6 boluses per day. On (B)(6) 2025, additional information was received. The patient reported a lag at 90%. The agent reviewed data and how to delete data. Additional information was provided from a consumer that stated that the handset was lagging at 90 percent again. The agent walked the patient through clearing data from the handset. The troubleshooting steps that were taken on the call resolved the issue.